Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, unstable angina and target vessel revascularization occurred. In (B)(6) 2012, the subject presented with unstable angina (braunwald classification-iii b) and was referred for cardiac catheterization. The 85% stenosed de novo target lesion was located in the middle left anterior descending (lad) artery with reference vessel diameter of 2.5mm and a lesion length of 14mm long. The target lesion was treated with predilation and placement of a 2.50 x 16mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel one day post procedure. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. Target vessel revascularization and coronary artery bypass graft were performed using the left internal mammary artery to left anterior descending artery; and saphenous vein graft to right posterior descending artery. The event was considered as resolved eight days post procedure.